Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse inspected the system and performed test drive and was able to replicate issue of both mtml & mtmr drifting when let go of with head in high-resolution stereo viewer (hrsv). Fse was unable to make arms drift during test drive on adjacent console. Fse recalibrated gravity compensation for ssc mtml & mtmr as well as completed gravity compensation verify without issue. After calibration and verification fse performed test drive and was unable to reproduce issue. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer informed the technical support engineer (tse) that when they released their grip, the right master tool manipulator (mtmr) from one of the surgeon side consoles (ssc) either floated/ drifted freely or moved more than usual. The user was able to continue and complete the procedure using the other ssc. The tse recommended to perform a hard power cycle on the ssc in between cases. There was no reported injury.

Manufacturer narrative:
The probable root cause is attributed to improper customer setup. Based on field evaluation, the system issue was due to an incorrectly calibrated system to address the gravity balance of loads on the master tool manipulator (mtms).

Event description:
Refer to h11 for follow-up information.